Manufacturer narrative:
(B)(4).

Event description:
An article titled complex sleep-disordered breathing after vagus nerve stimulation: broadening the spectrum of adverse events of special interest reported that two patient's experienced sleep-disordered breathing with vns stimulation. The first patient's sleep disordered breathing is captured in this MDR, MFR reference # 1644487-2021-00137. The second patient's sleep disordered breathing is captured in MFR reference # 1644487-2021-00136. The article reported that after the first patient's output current was increased, the patient began to experience episodes of daytime throat movements and the patient began to make abnormal nocturnal noises. When off time of stimulation was decreased, these symptoms worsened. Daytime laryngoscopy showed that the patient had mild left vocal cord paralysis during vns off time and laryngeal tilt during on time. Nocturnal monitoring showed that the patient had recurrent episodes of prolonged expiratory groaning occasionally accompanied by catathrenia in non-rem sleep that occurred at variable intervals after stimulation started. Central sleep apnea also occurred. When settings were reduced, these sleep-related symptoms reversed. No further relevant information has been received to date.